Event description:
Female pt underwent nerve conduction study at unreported clinic. Pt reported pulsing sensations after the study was complete.

Manufacturer narrative:
Pt convinced exam did neurological damage to her system. Pt complains to have tingling sensation in her fingers at times, "pulsing sensation" in her thumb, and tingling sensations in her face. Doctor substituted ten20 paste for the ultrasound gel that is normally used for the procedure. Ten20 is labeled as "not recommended for use in current-inducing electrodes".